Manufacturer narrative:
Upon completion of the investigation, it was noted that the supplier performed this evaluation. During the evaluation a review of the quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations noted: cosmetic lifting of sealant at sensor. Codman barcode labels are discolored. Markings (507) on one side of connector. Three cuts in catheter material 48cms from case. Multiple mashed areas along catheter body. Device failed electrical leakage test - internal spec. Equal or less than 3ua; test reading = 3.45ua. Based on the above evaluation, it appears that the device was inadvertently damaged by the customer. No further action is required. Trends will be monitored for this or similar complaints. At the present time this complaint is closed.

Event description:
Affiliate reported that the icp measuring was not accurate. As a result, the device was revised.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.